Manufacturer narrative:
Lot: 17m038 was manufactured (B)(4), 2017 - (B)(4), 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the returned photograph was performed. Photo shows fluid inside the overpouch that contains the infusor device which suggests leak has occurred. Photo also shows the cause of leak was due to detached luer. The reported condition was verified. The cause of the detached luer could not be determined via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer of a large volume infusor had detached from the tubing which resulted in a leak. This issue was discovered at the hospital and before patient use. The infusor was filled with penicillin 9600mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.